Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was not logging data when setting changes were made. Additionally, it was reported that the pump time was incorrect; cause was not known. Subsequently, it was reported that the customer experienced diabetic ketoacidosis. Reportedly, the customer reverted to insulin pens for insulin therapy. Although quested, no additional information was provided.